Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to a defective charged coupled device (ccd) chip assembly (r-unit). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken charged coupled device was. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a pink image. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the charged coupled device was broken causing the image to be purple. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.